Manufacturer narrative:
Evaluation summary: the reported event that the tip of the drill bit broke could be confirmed. Based on the investigation, the root cause of the reported breakage was attributed to a user related issue. The visual inspection showed signs of multiple use (blunt cutting flutes, dents, blunt tip). The blunt cutting flutes may have led to torsional overload and subsequent to the reported breakage. The manufacturer recommends single patient use for multiple use drill bits a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of drill broke.